Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and customer resumed insulin therapy. Customer reported using apidra insulin. Tandem customer technical support informed customer that apidra is off label per the user guide. Customer¿s blood glucose level was 107 mg/dl.